Event description:
When pt called in to pharmacy to refill freestyle blood glucose monitoring supplies -- which you can only do when you are about to run out -- pt was advised that insurance rejected this brand, and that pt had to buy an entirely new one -- leader's truetrack smart system -- if pt wished to have supplies covered by insurance. As pt is on a limited income, the cost of a whole new system was difficult, especially when pt's own freestyle worked fine, and for which insurance had paid 100%. Even so pt started testing on this new machine, and came upon these problems. 1. The lancet blood drop delivery system is as thin as a ballpoint pen, hard to hold for pt's aging hands, and frequently draws nothing but a tiny bead on arm, which the truetrack strip cannot register, even after massaging around the spot to get more blood. Freestyle strips and monitor pick it up easily. 2. Pt has to use 2, 3, even 5 strips to get one reading. Pt watches the blood go up the point of the truetrack strip & stop just before the register. Pt's arm is mottled with bruises. While truetrack says it can be used on the arm, it is really designed for finger pricking. Which hurts more. 3. Since starting on truetrack pt's blood glucose count has been extraordinarily high. 4. Because each new set of truetrack testing strips come with its own computer chip, pt cannot borrow from their spouse's system when they run out and their rx hasn't yet arrived in the mail. Which means pt doesn't test their blood, and can never have any spares while they wait. In frustration, pt took out their freestyle monitor, with the few strips they had left, and started testing with it, from the same blood drop, along with the truetrack -- when pt could get a reading. Pt was shocked to see the difference between them, i.e., freestyle 114 truetrack 148; freestyle 109 truetrack 132. Unfortunately, pt has run out of freestyle strips and cannot afford to keep doing this double testing. Seems to pt this is a dangerous and confusing discrepancy, and which monitor should they believe?